Manufacturer narrative:
Concomitant medical products: needle introcan safety 20g, 1.1x32mm;10ml, excelsior medical syringe, lot 3134353, exp 2020-09-01, 0.9% sodium chloride injection zr flush; therapy date: (B)(6) 2019. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics not provided.

Event description:
The customer reported the tubing cracked and broke off when tapped or nudged. The tubing was primed with ns and connected to the y site of the primary tubing at the port closest to the patient. There was no harm.

Event description:
The customer reported the tubing cracked and broke off when tapped or nudged. The tubing was primed with ns and connected to the y site of the primary tubing at the port closest to the patient. There was no harm.

Manufacturer narrative:
The customer¿s report that the tubing cracked and broke off was confirmed. Visual inspection observed a break occurred between the vented spike and the upper fitment. Further visual inspection under magnification of the broken vented spike and upper fitment observed stress markings on both surfaces. The break was observed to be jagged and not a clean break. Functional testing could not be performed due to the breakage. The root cause of the customer¿s report was a break between the spike adaptor and upper fitment. The root cause of the break was excessive force as indicated by the stress marks and jagged break at the break site.